Event description:
I had a small cut in my right foot. I bought a rbx first aid bandage marketed by sun pharma and formerly product of erstwhile ranbaxy laboratories, ltd. When the pack was peeled off, 50 percent of the product was torn or missing. Poor quality product.